Manufacturer narrative:
Received 1 used max-core biopsy instrument with the original unit packaging. Based on the complaint evaluation, the complaint is unconfirmed as "misfire" was duplicated with the returned sample. No visible damages were observed that could cause a functional failure. Visual inspection was performed to the complaint returned sample: it was noted that the needle and plastic guard shows residues of blood. A functional test was performed; complaint sample was tested 30 times, 15 times with each trigger. None of the trials failed to cock / fire on the complaint sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).

Event description:
It was reported that prior to use on the patient the gun would fire on its own after it was cocked. In addition, the gun made an unusual sound when it misfired. Another gun was used to complete the procedure.